Manufacturer narrative:
Continuation of: product ID 8709 lot# serial# (B)(4) implanted: 2001-(B)(6) explanted: 2018-(B)(6) product type catheter product ID 8709 lot# serial# (B)(4) implanted: 2001-(B)(6)explanted: 2018-(B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicted that on 2018-(B)(6) a refill took place in which the expected reservoir volume was 2.8ml and the actual was 9ml. It was reported that the patient was refilled to 20ml and returned on 2018-(B)(6) for a follow up appointment where 19ml was removed from the reservoir. On the date of the replacement surgery the expected reservoir volume was 12.2ml and the actual was 19ml. It was noted that the device was returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis identified that the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. The 8703w catheter was returned and analysis identified a hole in the catheter body. Continuation: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2018, product type: catheter; product ID: neu_unknown_cath, serial# unknown, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: catheter; product ID: 8709 serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-mar-2003, (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 08-mar-2003, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (6 mg/ml at 1.7633 mg/day), dilaudid (42 mg/ml at 12.343 mg/day), fentanyl (17,000 mcg/ml at 4966 mcg/day) and baclofen (2.6 mg/ml at 0.7641 mg/day) via an implantable infusion pump. It was reported that the patient had unknowingly undergone withdrawals. During a pump refill appointment it was noticed that the pump reservoir was fuller than the interrogation indicated. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump and catheter were replaced and the issue was reported to be resolved. It was noted that the devices would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2018, product type: catheter; product ID: neu_unknown_cath, serial# unknown, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.